Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer also received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 114 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump. Customer preferred for insulin pump to be replaced. Customer declined troubleshooting for no delivery alarm as it had already been done. Insulin pump passed self-test. Customer's blood glucose was 96 mg/dl. Customer would call back if issue persisted for replacement.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected off no power anomalies noted. No unexpected low battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.